Event description:
Device 1 of 2. Refer to MFR report # 1627487-2014-20110. The patient has two occipital (off-label) leads. It is unk which one is related to the issue; therefore, both are being reported. It was reported that the patient experienced ineffective stimulation. Diagnostics determined invalid impedance values on one of the occipital (off-label) lead. As a result, the lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.